Event description:
It was reported that approximately six months after implantation of a vena cava filter, a detached filter limb was discovered. An attempt to remove the filter was unsuccessful. There was no reported pt injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related caused for this event. This is the only complaint reported to date for this lot number. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause for this event is unk. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of these instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.